Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2021-00081.

Event description:
It was reported that during surgery an implant could not be detached from the inserter. The implant and inserter were both replaced and the surgery was completed. This is report one of two for this event.

Event description:
It was reported that during surgery an implant could not be detached from the inserter. The implant and inserter were both replaced and the surgery was completed. This is report one of two for this event.

Manufacturer narrative:
Corrected information in d9 and h3. Additional information in d4: UDI number, h4, and h6: component, investigation type, findings, and conclusions. This follow-up report is being submitted to relay additional information. Device evaluation: visual inspection revealed no signs of damage. A functional inspection was performed by connecting the inserter to a spacer (pn 14-533168 lot 070481) and found that the spacer was able to assemble and disassemble from the inserter as expected. Device evaluation for the spacer could not be performed as the part was not returned. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. Device use this device is used for treatment. If information becomes available that changes the information in this report, a follow-up report will be submitted.